Event description:
It was reported that a 62-year old caucasian female patient underwent breast augmentation revision with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via CT scan, with bilateral breast implant ruptures. The ruptured right implant was going into her right and left lymphoid. The implant was smaller and reported to be different and the patient has been sick. The left breast also had some folding. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, granuloma, cutaneous contour deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed.